Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately three weeks post implant, on device follow-up, the right ventricular (rv) lead was not capturing due to dislodgement. The rv lead was reprogrammed, turned off and re-positioned and new values were within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.